Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019. The unit was evaluated by the international service engineer who confirmed the reported problem and performed a visual inspection. No parts were repaired. The unit was replaced with a new unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 03jul2019. Date of report: 12jul2019. The philips field service engineer confirmed by operational check that the unit wouldn't power on. The service engineer replaced the power management circuit board assembly. The unit passed testing and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. (B)(4). (B)(6). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that during use the ventilator became inoperable. Reportedly, a power plug was pulled out once during use and an alarm sounded then the ventilator had a loss of power and ceased to deliver airflow. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.